Manufacturer narrative:
The complained product was discarded by the hospital and not available for investigation. A video has been provided, which showed a crack at the luer lock connection of the picco catheter. A retain sample of the involved batch was investigated. After a visual check no deviations were detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. On the basis of the issue description and investigation results the root cause is seen in an handling error during use by using organic disinfectant. As the IFU states: "usage of organic solvents for cleaning and disinfection may damage the catheter and lead to leakiness." This is supported by the fact that information provided by the customer revealed that alcoholic disinfectant has been used. Exemption number e2018007 (B)(4).

Event description:
After having placed the picco catheter for 2 weeks it was found that the luer lock connection of the pv2014l16n picco catheter was broken. The catheter was removed. No harm or clinical consequences occurred. Manufacturer reference #: (B)(4).